Event description:
Philips received a complaint on the heartstart xl+ device indicating that the battery test failed. The rse evaluated the device remotely and based on the customer observation (the battery exhausted from the functional verification test performed on the device) determined that this was a malfunction of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.